Event description:
Select plus prowler microcatheter 45 degrees (606s255fx/15915910) is placed at the level of the left middle cerebral artery. Several attempts to advance a stent enterprise 4.5 x 37 mm (enc453712/10158952) through the microcatheter were made with resistance felt at the proximal level of the catheter. The stent had to be removed and showed irregularities in the distal part so it was not used. The catheter had to be removed because the feeling was that the catheter was also defective and decided not to try a new stent for the risk that this could generate.

Manufacturer narrative:
Resistance was encountered during advancement of the enterprise 4.5 x 37 mm (enc453712/10158952) through the prowler select plus microcatheter 45 degrees (606s255fx/15915910) requiring removal of both devices. There were irregularities noted on the stent when removed. The prowler select plus microcatheter (mc) was placed at the level of the left middle cerebral artery (mca). Several attempts to advance the enterprise through the mc were made with resistance felt at the proximal level of the catheter. The stent had to be removed and showed irregularities in the distal part so it was not used. The catheter had to be removed because the feeling was that the catheter was also defective and decided not to try a new stent for the risk that this could generate. It is not known how the procedure was completed; however, it was indicated and no associated adverse event. (B)(4). A non-sterile prowler select plus 150/5 cm 45 shape microcatheter (mc) was received coiled inside of in its original package inside of a plastic bag. The mc was inspected and compressed sections were noted on it. The received microcatheter was inspected under microscope and the damages found on the visual analysis were confirmed (compressed sections). The ID from the microcatheter was measured and was found within specification. A functional analysis could not be performed with the received enterprise device since the enterprise was stuck within the introducer. The received mc was flushed using a lab sample syringe (nipro) and after that a 0.018¿ a guide wire lab sample was introduced into the microcatheter and it advance smoothly until the distal tip of the mc; resistance/friction was felt when the guide wire passed through the compressed sections found on the mc. After that the microcatheter was flushed again and a lab sample enterprise was introduced into the microcatheter and it advanced smoothly until advancement stopped due to the compressed sections found on the received mc. A review of the manufacturing documentation associated with prowler select plus lot 15915910 presented with no manufacturing issues related to the reported event. There were no obstructions found in the returned mc; however resistance was confirmed and with analysis it was due to the compressions found on the mc. The timing and cause of the compressions cannot be definitely determined. However, procedurally prior to introduction of the enterprise, the mc would have been positioned at the target site over a guidewire, additionally, it was reported that the resistance occurred at the proximal end of the mc. With review of the analysis and device history records there is no indication of a relationship to the manufacturing process. With review of the analysis and returned mc, there is no indication of any manufacturing issues related to the event. Additionally, inspections are in place to prevent devices with this type of damage from leaving the facility. Therefore no corrective actions will be taken at this time. (B)(4). Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10158952. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non-sterile enterprise vrd and delivery system was received for analysis. The device was visually inspected and no anomalies were noted. The stent was found mounted on the delivery wire inside introducer tube. The enterprise was observed under microscope magnification. The proximal section of stent was found deformed inside introducer tube. Functional testing was attempted; however, the enterprise could not be inserted into the returned mc because the stent was stuck on introducer tube. The irregularity found on stent did not allow it to advance. The stent had to be taken out from the back (proximal end) of introducer tube. The stent was taken out and deployed; the proximal section was found deformed and one strut was found fractured with uplifting/bending of the end. The stent was sent to sem for further analysis. Sem results showed that the stent fracture surface presented evidence of ductile dimples and elongation, which is consistence with pulling/stretching until separation. However, the exact cause of the separation could not be conclusively determined. The delivery wire was inspected and no anomalies/damages were found. The returned stent was stuck within the introducer and confirmed to be damaged with strut fracture. Based on the sem analysis it seems that a stent strut was uplifted during procedure with strut fracture occurring with retraction; however this could not be conclusively determined. A definitive cause of the reported resistance during advancement of the stent within the mc and timing of the damage of the stent cannot be determined. Based on the receipt of the stent recaptured in the introducer and the inability to advance it out of the introducer as received, it is possible that incomplete seating or securing of the introducer during advancement/withdrawal into the introducer without complete seating or securing of the introducer, may have contributed to the damage to the stent. There is no indication of any manufacturing defect or anomalies contributing to the events. It is possible that procedural factors may have contributed; however, no conclusion can be made. The device history records indicated that the product met specification prior shipment. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.